Event description:
The customer reported that the foot board on the 2800 system table was cracked. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The leg extension was replaced during the service call. The system was tested and found to be working as intended and put back into service.